Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had an intermittent power issue beginning on (B)(6) 2014, and that the patient had blood glucose (bg) levels ranging from 400 to 508 mg/dl with tiredness and nausea. On (B)(6) 2014, the patient self-treated with insulin injections. During troubleshooting, customer support found that the power issue was not resolved when a new battery was inserted. This complaint is being reported because the patient had hyperglycemia and the power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: testing confirmed issue in history but was not able to reproduce it. Reboots are observed in the black box. Daily insulin delivery totals correctly reflect user's programmed basal rates.. Moisture damage observed inside battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no power issues or alarms occurring. Battery cap contact height and width within specification. Pump passed delivery accuracy test and found to be delivering within required specifications. No leaks found during leak testing. The pump was opened and no damage was found the power circuit, no further evidence of moisture damage was observed. Unrelated to the complaint, the display is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.